Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2010: c6tr01 crtp, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing at times triggering device defined termination of episodes in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.